Event description:
It was reported that cartridge alarm 20 occurred during load process after caller removed used cartridge before being prompted, and customer had also experienced cartridge alarms with consecutive cartridges on same pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support educated caller on waiting for prompts during load process, provided instructions for storage mode and pump return, confirmed shipping details, and arranged shipment of replacement pump with updated software, advising customer to enter pump settings and connect continuous glucose monitor on replacement device and to return problematic pump within required timeframe.